Event description:
Original infusion of blood product (packed red blood cells) was observed during blood infusion. There was leakage from the catheter line (red port) hole noted in the catheter. Pt underwent dye test in interventional radiology. The catheter could not be saved. The catheter was removed and discarded.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reug0869 showed no other product complaint(s) from this lot number.